Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to misuse/mishandling of the device due to excessive load, off-axis tensioning, or incomplete engagement during tightening, which can lead to slippage, reduced torque transmission, or loss of tensioning function.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/05/2025, a sales representative reported via (B)(4) that an ar-7800 fibertape® cerclage tensioner and an ar-7801 fibertape® cerclage tensioner ratcheting handle may have possible internal wrench damage. This occurred during a case; the fibertapes were not tightening up properly, and they believe it's due to possible internal wrench damage.